Event description:
After placing the shunt into the patient's ventricle, dr found there was no cerebro spinal fluid flowing. He removed the reservoir and placed another 42544 control valve with the same ventricular and peritoneal catheters, and the flow was normal.